Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir of the insulin pump was leaking past the o-rings. The blood glucose level of the customer at the time of the incident was unknown. The customer stated that the leak was observed during priming process. Trouble shooting was performed. The reservoir will not return for analysis.